Event description:
It was reported that the iadjust software malfunctioned. A surgeon had an issue receiving an incorrect email on the mobile app after scanning the qr code for a prescription. Hcp said that scanning the patients prescription resulted in the wrong correction program being loaded for them, which potentially could have a serious impact on their correction.

Manufacturer narrative:
In the initial report of this event, it was selected by error when transferring the information to the esubmitter in the manual process, that the type of report was a 10-day report. This is a follow-up to correct the type of report which was a 30-day initial report.

Manufacturer narrative:
The associated complaint device was not made available for evaluation, as this is a complaint against the software. It was reported that the iadjust software malfuctioned. The surgeon had an issue receiving an incorrect email on the mobile app after scanning the qr code for a prescription. Hcp said that scanning the patients prescription resulted in the wrong correction program being loaded for them, which potentially could have a serious impact on their correction. In order to provide a complete report against this reportable event numerous attempts were made to identify the qr code generated for the prescription. The development engineer was made aware of this complaint. Without identifying the actual info involved, our investigation is inconclusive as to the direct cause for the event. If the device or new information is received in the future, this complaint will be re-opened.